Event description:
The surgeon reported via the sales rep that the stem has fractured at the head-neck junction. It is further reported that this event occurred as the patient was walking in their house. It is further reported that the patient will be undergoing unanticipated surgery to replace the stem and trilogy polyethylene liner.